Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw driver tip is worn and no longer fits into the innie for final tightening. The instrument was reported defective by the or management personal. No report of intra-operative issue or surgical delay was reported. Further, it was not possible to determine the surgery where the defective instrument originated from. No more information could be retrieved upon request as or management received the part from the sterilisation department without any further information.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed the hexlobe at the distal tip were stripped. A hardness test was performed. Device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the x25 final tightener¿s distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that this driver was subjected to unanticipated torsional forces during the tightening process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.